Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Caller reported blood glucose results of 253 mg/dl on inform system, 170 mg/dl lab within 10 minutes. No adverse event was reported. Strips not available for return.